Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: visual inspection: only a fragment of the reported tfna nail was returned for evaluation. The nail itself is still implanted. Dimensional inspection: measurement outer dimension= "pass". Document/specification review: based on the fact that no lot number was provided we have checked the actual released drawing and it was identified that the returned fragment is part of the tfna nail with the part number 04.037.045s. Summary: the complaint is rated as confirmed as the returned fragment is broken of a tfna nail. The drawing review reveals that the fragment is part of the a nail 04.037.045. As no lot number was provided the manufacturing documentation cannot be reviewed. Unfortunately with the limited available information we are not able to determine the exact cause which has led to the breakage, we can only assume that hight force or lateral stress has caused the breakage. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Unknown event date. Without a lot number, the device history records review could not be completed as no product was received. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date that the patient has an tfna nail implanted on the (B)(6) 2020. In the post-surgery x-ray, it was noticed that a small metal piece was split off the nail. The surgeon removed the metal piece and the tfna nail remained in the patient. The procedure was completed successfully without patient harm. This is report 1 of 1 of (B)(4).